Manufacturer narrative:
Batch review performed on 19 september 2024. Lot 168517: 100 items manufactured and released on 26-apr-2017. Expiration date: 2022-apr-09. No anomalies found related to the problem. To date, 98 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability due to a loose tibia and the cause is unknown. About 7 years after the primary surgery, the surgeon revised the tibia and insert. The surgery was completed successfully.